Manufacturer narrative:
(B)(4). Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What was the product code of cartridges used? Was the retaining cap kept on while loading? Does the surgeon wait 15 seconds prior to firing? Was the source of the bleeding from parenchyma or vessel? If bleeding was from vessel, was if skeletonized prior to firing? Was the site of bleeding identified? How many total firings were attempted? Were all 3 devices used the same product code? Was the use technique altered in any way between the 3 devices used? What is the current patient status?

Event description:
It was reported that the devices were unable to be fired during a liver procedure by the surgeon. Bleeding occurred and the procedure was converted from laparoscopic to open. No further details were received in regards to the cause or severity of the bleeding and how it was managed. A third device was used to complete the procedure. It was also reported to the product specialist that the scrub nurse in the case was fairly new.